Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization in the right pulmonary artery using a pod. During the procedure, the pod would not take its intended shape. It was reported that the physician made multiple attempts to reposition the pod. The procedure was completed using a new pod. There was no report of an adverse effect to the patient.